Event description:
It was reported that the customer was hospitalized with high blood glucose levels greater than 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. It was also stated that the insulin pump had a cracked case. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.